Event description:
The nurse was lifting pt off the toilet using the sara nova lift. The mast cap (part) detached from the column, which disabled the lift from holding the pt. The pt fell on to the nurse's feet. No physical injuries on the pt nor the nurse.